Event description:
It was reported that programmer interrogation of the pacemaker system was unsuccessful. No adverse patient effects were reported. This pacemaker remains in service. Additional information received reported that unsuccessful interrogation was attributed to unintended behavior after magnet use. There was no issue with the programmer, and the situation had resolved. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programmer interrogation of the pacemaker system was unsuccessful. No adverse patient effects were reported. This pacemaker remains in service. Additional information received reported that unsuccessful interrogation was attributed to unintended behavior after magnet use. There was no issue with the programmer, and the situation had resolved. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Boston scientific issued a field safety notice update to physicians regarding unintended behaviors observed with a software update designed to detect high battery impedance and prevent initiation of safety mode in accolade devices. The associated investigation determined that the software update led to this device experiencing a false positive response that resulted in disablement of the wandless telemetry. Boston scientific has developed an additional software update to address this unintended behavior. H10: this event was previously reported. See MFR. Report # 2124215-2026-03137.

Event description:
It was reported that programmer interrogation of the pacemaker system was unsuccessful. No adverse patient effects were reported. This pacemaker remains in service. Additional information received reported that unsuccessful interrogation was attributed to unintended behavior after magnet use. There was no issue with the programmer, and the situation had resolved. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that programmer interrogation of the pacemaker system was unsuccessful. No adverse patient effects were reported. This pacemaker remains in service.